Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump alarmed motor error. Customer said blood glucose at the time of incident 253 mg/dl. Troubleshoot was done partially. Customer stated the motor was exposed with moisture. Customer got motor error while rewinding. The reservoir was empty, but the bottom reservoir was still full. The insulin pump will be returning for analysis.